Manufacturer narrative:
Field service assisted via phone and changed some of the surgeon setting on the system per his request. Manufacturing record review: a review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the cataract surgery, there was an anterior rent in the capsulotomy, the rent extended to the posterior capsule, and surgeon had to use a different lens and placed the lens in the sulcus as opposed to in the capsular bag. Case was completed with an intraocular lens implantation. No further information was provided.